Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl and the current blood glucose level was 85 mg/dl. Customer was treated with insulin pump. Customer reports the symptoms related to their high blood glucose such as nausea. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer declined to troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.